Manufacturer narrative:
(B)(4). Upon further invertication device evaluation revealed door issue that would not lead to harm if it were to recur. The device log revealed that the door alarm did not occur during patient use. The device evaluation demonstrated that there were no iipv events and no other alarms that would have caused or contributed to this patient death. This is not a MDR reportable death.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted upon completion of the device evaluation.

Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter (B)(4). The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to an initialization error. On 09/14/10 product surveillance contacted the nurse who stated that the patient expired on (B)(6)2009 and that there was no autopsy report. When asked if the patient had any issues related to the hc device and the peritoneal dialysis (pd) therapy, the nurse stated that the patient did not have issues prior to the death.the nurse did not have further information.